Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer replace the controller card for the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had an issue with the trays. The customer stated that multiple pockets in the machine failed to open, require maintenance causing a delay in dispensing medication to the patient. The customer rebooted the station but still experiencing the issue. There were no adverse events or injuries reported based on this event.